Event description:
It was reported that the user experienced nocturnal hypoglycemia after evening physical activity and a late snack while using the ilet bionic pancreas, with a documented blood glucose nadir of 58 mg/dl and accurate corroboration by fingerstick compared to cgm. Symptoms included signs consistent with hypoglycemia. Outcomes included self-treatment with rapid-acting carbohydrates without the need for third-party assistance, glucagon, emergency services, or hospitalization. Investigation included a review of event context through user interview and education on snack bolusing and treatment of lows; log review was offered but declined. Investigation of this case revealed no device malfunction, with the system¿s ability to decrease or suspend insulin discussed and cgm accuracy confirmed. It was concluded that the hypoglycemic event was cause unclear, potentially related to recent exercise, late snack bolusing strategy, and insulin-on-board dynamics. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.